Event description:
It was reported to boston scientific corporation that one to five days after using the speedband superview super 7 ligator in an esophagogastroduodenoscopy (egd) procedure, the bands fell off and the patient experienced recurrent hemorrhage. The patient was admitted to the intensive care unit for transfusions. No problems with the use of the ligator was indicated; the bands were reported to have been correctly placed.

Manufacturer narrative:
The device has been disposed of by the user facility; therefore, no device evaluation can be conducted, and the relationship of the device to this event will be undetermined.